Manufacturer narrative:
During inspection and testing, service found there was no image due to a faulty charge-coupled device. The reported issue (grainy image) was not observed during testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the image from the subject device was grainy and of poor quality during set up and operation of the device for a diagnostic urology procedure. The procedure was completed with another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no image displayed was due to a faulty charge-coupled device. The cause of the ccd failure could not be identified. Olympus will continue to monitor field performance for this device.